Manufacturer narrative:
(B)(4). Conclusion: device investigations did not reveal any device defect which is expected to have been present whilst implanted. The reported symptoms were due to a partial migration of the active electrode out of cochlea as confirmed by the CT scan. Damages found during investigation are contributable to explantation surgery. This is a final report.

Event description:
The patient reported a decline in hearing performance and a constant "noise" from his implant since the open heart surgery in 2014. Additionally, the patient also reported that during programing he "felt" the basal electrodes and did not hear on them. The basal electrodes were deactivated however the programming did not relieve the reported noise. A CT scan showed electrode migration with electrodes 9-12 extra-cochlear and possibly 8. The patient has been reimplanted.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reports a decline in hearing performance and a constant "noise" from his implant since the open heart surgery in 2014. The basal electrodes were deactivated however the programming did not relieve the reported noise. A CT scan showed electrode migration with electrodes 9-12 extra-cochlear and possibly 8. An explantation surgery was performed.